Event description:
Proper display of pt ECG was observed through the device ECG trunk cable and limb leads. Reportedly, when an attempt was made to obtain a pt 12-lead ECG report with the device, a leads off condition was observed, and the device displayed the pt ECG as dashed lines. The reporter stated there was adverse affect to the pt resulting from the event. Pt outcome was not reported.